Event description:
Customer received delta checks on multiple assays for multiple patient samples, which were becoming more frequent with continued operation. About 30 to 40 patient samples generate erroneous results and had to be repeated. Twelve of the 30 to 40 patient samples were reported to the physician. No information was provided to determine which patient samples were reported. Assays involved include calcium, phosphorus, magnesium, ise, and bicarbonate. Only the following patient example was provided which was determined to be discrepant. All repeat testing performed same day by initial analyzer. Initial calcium gave 6.9; repeat 8.9 mg/dl. Initial bicarbonate gave 25; repeat 35 mmol per l. Initial glucose 73; repeat 100 g/dl. Initial sodium gave 125; repeat 133 mmol per l. No adverse effects to any patients due to the erroneous results reported.

Manufacturer narrative:
The field service representation determined the cause to be failure of the sv solenoid and replaced multiple valves. He verified analyzer performance by running calibrations and controls, which were within specification.